Event description:
A malfunction on the pump was reported by the caller, with no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl. The customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery and was interested in obtaining an out-of-warranty loaner pump. Technical support decided to replace the malfunctioning pump.